Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues inserting their sof-sensor onto their abdomen. After multiple attempts, the customer started to bleed at the site of insertion. The customer's blood glucose level was reported at 61 mg/dl. Customer treated their blood glucose levels with juice and was walked through proper insertion procedure. Product is being replaced. No further information was provided.